Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had stored episodes for which technical services (ts) was asked to review. Upon review, it was found that anti-tachycardia pacing (atp) and shocks were delivered inappropriately for an atrial-driven rhythm with rapid ventricular response (rvr). Therapy did not convert the rhythm. No additional adverse patient effects were reported. Currently, this ICD system remains in service.